Event description:
Per received report: the coil stretched upon introduction into the aneurysm. Additional information received on (B)(6) 2012 indicated that the entire coil was successfully retrieved and the procedure was completed with other coils with no complication sustained by the pt post surgery.

Manufacturer narrative:
The device has not been received within our facility at the time of this report. As soon as the product is received and the evaluation is completed, a final report will be submitted.